Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. Touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on all tubes of the pump. Partial separations surrounded by abrasion were noted on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. No functional abnormalities are noted with the pump, either cylinder or reservoir. The information received indicated there was a leak, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump leak.